Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. No cosmetic defect was found on its surface. Functional test was performed using a test generator. Ablation and coagulation functions were tested and work as expected. However, the device was sent to the supplier for a suction evaluation. Supplier investigation revealed that the device passed all electrical checks but initially failed a flow test, which cleared during activation and subsequently, passed a second flow rate check. The unit was generally in good condition (including handle assembly, cable and plug), although there was some saline residue around the active tip and residue in the suction tube. Although it is not clear what element of the device could not function, due to the partial suction blockage, the complaint can be sustained. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural tissue debris. As per the instructions for use, the next precautions need to be followed: 1) ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution, as failure to do so may result in electrode tip damage; 2) avoid bubble accumulation in the joint space during use, as the accumulation of bubbles around the electrode diminishes performance and may produce overheating sufficient to damage the device structures or assemblies; 3) periodically, review electrode tip for wear and proper operation; and 4) replace the electrode if excessive wear is noted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: no anomalies or deviations found.

Event description:
It was reported that the vapr clplse90 electrode w hand cntrls device did not work. During an in house engineering evaluation it was found that the device had a suction failure and foreign/substance/debris cleaning/sterilization. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: added.